Manufacturer narrative:
The technician found the transfer stp and latch bolt and nut were missing from the left side rail. This was the cause of the side rail not latching. The technician replaced the transfer stop, latch bolt and nut to resolve the issue.

Event description:
Technician alleged that the side rail would not latch. No injury reported.